Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred during basal and bolus delivery. Customer reverted to manual insulin injections to address the occlusion alarms. Customer also reportedly cleared the alarms or changed supplies to address the issue. Customer reported blood glucose level was in the 300 mg/dl range.